Event description:
Caller reported that the cartridge was not fitting properly on the pump and was unable to fully snap into place. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Although attempts to reload the original cartridge and ensure proper attachment to the pump were unsuccessful, the caller managed to fill a new cartridge independently. Technical support decided to replace the pump, instructing the caller on storage mode and return procedures, and ensured delivery of the replacement pump without requiring a signature. The customer planned to use mdi as backup therapy to maintain insulin delivery during the transition.